Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that premature battery depletion was identified. Rep stated that at previous programming patient had normal battery depletion, but therapy was increased. At the programming today the battery was at 2.65v. No environmental/external/patient factors that may have led or contributed to the issue were identified. Patient confirmed no falls. When completing diagnostics/troubleshooting impedances were check in multiple patient positions and there were no impedance issues. The issue was reported resolved at time of the report. No symptoms or further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep) reporting that at the most recent programming, the patient ins level was at 2.82. They are not sure what was going on with the last reading mentioned in the report. The cause was unknown. This was confirmed with the physician.